Manufacturer narrative:
Initial reporter phone number: (B)(6). Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that venflon pro safety 16ga 1.8mm od 45mm l leaked. The following information was provided by the initial reporter: "reporting on request of anaesthetist at debrief. Size 16 gauge cannula was used on patient and identified as faulty soon after. As per recent patient saftey alert, cannula was shown to be leaking from injector port. Cannula was removed and disposed of."

Event description:
It was reported that venflon pro safety 16ga 1.8mm od 45mm l leaked. The following information was provided by the initial reporter: "reporting on request of anaesthetist at debrief. Size 16 gauge cannula was used on patient and identified as faulty soon after. As per recent patient saftey alert, cannula was shown to be leaking from injector port. Cannula was removed and disposed of."

Manufacturer narrative:
H6: investigation summary there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record could not be evaluated as the lot number is unknown. Bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA 1379444 has been initiated.